Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed and maintenance required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the legacy full-height cubie drawer 4 had failed to open. The field service engineer (fse) shut down the device, and then drawer was swapped out with the enhanced version. The device was then rebooted. It was verified that the full-height cubie drawer was operational. The customer was able to recover and inventory the drawer. No further issues were reported for this device. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.